Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a patient experienced corneal burns due to occlusion of the phacoemulsification tip with viscoelastic, which caused heat to disperse to the main incision during sculpting of the nucleus in cataract surgery with intraocular lens implantation for the left eye. A consistent sound was heard from the system during the occlusion. The patient experienced wound leakage, along with shallowing and collapse of the anterior chamber, and developed postoperative astigmatism. The procedure was completed on the same day after sutures were placed at the main wound incision. The patient¿s condition subsequently improved, and the symptoms were reported to have resolved. Additional information was requested but non received till date. This report pertains to the phacoemulsification tip involved for this complaint.